Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. A pressure bag was used for the irrigation of the sheath. It was noted that air ingress was observed in the syringe when the back flow was performed after inserting the catheter into the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink on the shaft. As the initial event did not mention this damage on the shaft, it is possible this damage occurred during transportation or storage of the device. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. The reported event was confirmed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. A pressure bag was used for the irrigation of the sheath. It was noted that air ingress was observed in the syringe when the back flow was performed after inserting the catheter into the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath has been received at boston scientific's post market laboratory.